Event description:
It was reported by the user site that during a 3dimensions patient exam on (B)(6) 2026, the gantry shutdown. No user or patient injury was reported. Hologic technical support reported that the user pressed the c-arm down switch, but the c-arm continued to drift down until the vertical travel assembly (vta) error code was triggered for un-commanded movement. A hologic field service engineer (fse) was dispatched to investigate the device and found the horseshoe of the drag brake was off the drag brake. The fse installed the horseshoe properly, retested the device, and verified that the device no longer errors out. No further information is currently available.